Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate with multiple cartridges. The customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. Reportedly, the customer was filling the cartridge with 300-400 units of insulin. Tandem technical support educated the customer on cartridge labeling. The customer changed the cartridge multiple times to address the issue. A correction bolus was delivered to address elevated bg level.